Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Device successfully downloaded to thus. No failed battery test or pump error 23 noted during testing. Verified pump alarmed failed battery test on 06/09/2021 10:32:19.000 and pump error 23 on 06/27/2021 05:52:04.000 in pump downloaded history. Pump trace download analysis confirmed the pump alarmed pump error 25 on 06/27/2021 00:10:00.000. The power management graph confirmed pump error 25 were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. All buttons function properly. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 04/29/2021 10:51:59.000 in pump downloaded history. Unit passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to cleared alarm. Customer declined to troubleshooting. No harm requiring medical intervention was reported. The device will be returned for analysis.